Event description:
Rptr is writing about holes in the bag of hemodialysis blood lines. Rptr does not feel they are sterile with holes in the bag. Rptr has called medisystems. They say the holes have to be in the bag to sterilize it. Other things are sterilized without holes in the bag, rptr asks why can't these. Rptr asks how these blood lines can be sterile for 3 years with holes in the bag. With holes in the bag, the spiders, ants, roaches, dust mites, and any other small insect can crawl in do their dirty job, what ever else they do and go out in 3 years span. The blood lines are made in thailand, a 3rd world country. They came to u.s.a. On a dirty boat. Rptr asks how clean this boat is. They are made on a production line, the caps are not sealed tight. You can run saline through without opening the caps. So, you know the insects can get in. With holes in the bag, the blood lines, water can get in the bag. What if something falls on the box, the box gets wet. When this happens moisture gets in bag. Rptr asks how this can be sterile. The transducer does not have a cap on it, it is open. The transducer can get wet with blood. The blood will go back to pt, after the dust and insects get on the transducer. Rptr asked MFR's contact if they would use these blood, they said they couldn't answer this question. Rptr has talked to nurses. They see and understand what rptr is saying but they can't do anything. Rptr talked to their dr. "He doesn't know anything to do". Rptr has called osha. They couldn't help. Rptr states that this is not just for rptr but wonders how many other people have infected arms because of dirty blood lines. Rptr has been on the kidney machine 15 1/2 years. They have never been declotted or infected in arm. If their arm gets infected rptr states it will be these blood lines. Rptr knows sterile technique.